Manufacturer narrative:
Investigation/evaluation: reviews of the device history record, complaint history, instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the quality control procedures was conducted, and no gaps were discovered. The device is accompanied by instructions for use (IFU), which caution, ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Based on the information provided and no product returned, investigation has concluded that no cause could be established for the device failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure to treat an atrial septal defect involving a male patient "in his thirties" with a history of (B)(6), a performer hausdorf-lock guiding sheath leaked at the hemostatic/check-flo valve. An unknown sizing balloon and an unknown manufacturer's amplatzer septal occluder were used during the procedure. The complaint device was inserted from the right femoral artery; using the dilator and unknown wire guide. After the wire guide and dilator were removed, blood leakage was observed from the valve. There was nothing inside the sheath at the time leakage occurred. The sheath was removed and another 11 french sheath was used. The amplatzer device was placed and the procedure was completed. The patient did not require a blood transfusion as a result of the leak. There have been no adverse effects to the patient reported.